Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The returned device was evaluated and customer's allegation was confirmed. In addition, the device evaluation found the flooding of the imaging unit and cable, and defective pixels. Based on the results of the investigation, the customer allegation of the "images do not come out" is likely due to water invasion of the cables and imaging unit. A device history review was completed, and no issues were identified. A definitive root cause of the reported issues cannot be identified. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported, the camera head's image did not appear. There were no reports of patient harm.

Event description:
It was reported, the camera head's image did not appear. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus and the evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.